Event description:
It was reported that a z galvo position check error 209 occurred during patient treatment which resulted in an incomplete side cut. The error would not clear therefore, the treatment was aborted. Surgeon will perform photorefractive keratectomy (prk) in approximately 1 months. No additional information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Device evaluation: a field service engineer (fse) visited site and replaced z galvo with z stepper. System performing to specification. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: the reported issue is an anticipated/expected event and does not represent a new risk. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.